Event description:
The customer contact reported an adverse event while the device was in use. The device was programmed to deliver propofol 100mg/100ml, with a dose of 10mcg/kg/min, weight 119 kg, at a rate of 7.1 ml/hr, with a vtbi (volume to be infused) of 95ml and the delivery was started. The customer contact reported that after the delivery was started, the nurse left the pt room for 3 to 4 minutes and upon return it was noted that 100ml of propofol had been delivered. It was reported that the pt's systolic blood pressure decreased from the 100's to 78mmhg. At that time, the pt's bed was placed in trendelenburg position and a 1 liter bolus of normal saline was administered. After approximately 10 mins, the pt's systolic blood pressure increased to 108mmhg. The nurses continued to monitor the pt and reported that the pt had no consequences. After approx 15 mins the propofol therapy was resumed at a lower does rate using the same device. It was reported at that time two nurses checked the propofol's concentration and the device programming settings. The customer contact reported that when the device was initially programmed the two nurses checked the concentration only. The customer contact reported a new system was put in place when propofol will be infused that the concentration and the programming parameters are double checked by two nurses and that the primary nurse stay with the pt for the first 15 mins of the delivery to monitor the pt. No add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number, therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation. Therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.